Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedances (125 ohms). Boston scientific technical services (ts) discussed bringing patient in for testing in other shock vectors and continuing to monitor patient as all other right ventricular (rv) lead measurements were stable. There were no adverse patient effects reported.